Manufacturer narrative:
H3. Analysis of the controller found that the lcd was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported that the controller said the battery was empty since last night. Caller stated they charged the controller all night and this morning the controller is still saying battery empty, cannot continue, recharge the controller. Patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller does not power on. Caller inserted the battery pack (bp) and confirmed battery empty cannot continue recharge the controller message. Caller confirmed there was no green flashing light on the controller when plugged into the outlet. Pt confirmed there was a green light on ac power supply box. During the call, pt stated that they are "hooked up to an IV". The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Case re-opened and assigned to agent to add secure note and send email to repair. Patient called back and repeated previously documented information. Patient stated they received replacement controller and bp; however, they had left their controller plugged into ac power supply for several hours yesterday and overnight and controller had not charged. Patient reported ins at 40% and controller red/depleted. Patient reported no visible damage to ac power supply and confirmed green light on ac power supply. Patient reported battery low replace the controller soon (70) msg. Agent had caller plug controller into ac power supply and caller reported green flashing light; however, while still on the call, patient reported light above controller screen went away. Agent emailed repair for replacement ac power supply.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.